Event description:
It was reported the stent partially deployed. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal right superficial femoral artery (sfa). A contralateral approach was used to access the lesion and approach was difficult. A 0.035 inch wire was used and imaging was performed. A 6mmx80mm, 130 cm eluvia drug-eluting vascular stent system was selected for use. During deployment, discomfort was felt when turning the thumbwheel after a third of the stent was deployed. The device was deemed to be defective, not further deployed, and was removed. Outside of the body, no stretching of the stent was observed and an attempt to deploy the stent outside the body was made. The stent was able to deploy without problem. The physician thought that the discomfort felt deploying inside the body may have been due to the calcification or bending of the sheath. A non-boston scientific stent was used to complete the stent procedure and post dilation was performed. There were no patient complications.